Event description:
The reported stated the surgeon inserted a micl 13.2 mm implantable collamer lens. The lens flipped while injecting into the eye. The lens was removed with no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Method: - lens work order search. Results: - a lens work order search was performed and no similar complaints were found within the same work order. Number: (B)(4).